Event description:
It was reported that, ¿although the visao coolant tubing had no problem during setup, when it was used for tympanoplasty, water did not circulate smoothly through the tubing, and the handpiece used together generated heat. The operation was continued using a back-up device, and completed with no delay or adverse effect. When a medical staff inspected the tubing after operation, air did not flow through smoothly. Thus, the hospital suspects that the tubing might be clogged.¿

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: cooling set 3318606e ipc visao, 510k: (B)(4), lot# 0208998963, MFR date: 2014-11-25, use before date: 2018-11-24. (B)(4). The product analysis has not been completed as neither device has been received for analysis.

Manufacturer narrative:
The handpiece that overheated was not returned. However, the tubing set used with the drill was returned and evaluated. The product analysis found that the tubing set was returned with residual fluid inside the drip chamber indicating that it had been used to some degree. A syringe was attached, and the roller clamp was opened; water did not flow freely through both of the split tubes. One leg of the tubing set was blocked, opposite the spike end of the drip chamber, which would have resulted in the reported malfunction. Under magnification, the inlet to the drip chamber, distal to the spike, was blocked. The channel appeared to be blocked due to incomplete molding of the opening. During the analysis, as the plunger was depressed once again to confirm blockage, pressure buildup caused the incomplete channel to burst open allowing the uninterrupted flow of water into the drip chamber. Note: the inability of the fluid to flow would have caused the handpiece to overheat due to lack of cooling.